Event description:
It was reported that the patient believed her stimulator was not functioning properly. The patient didn¿t feel the stimulation and was having the same symptoms as before implant. The patient turned stimulation up to 3.5v to see whether it would help, but it was too painful. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3889-28, lot# va00dpw, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).